Event description:
Two battery caps were returned for investigation. Investigation revealed that the battery cap contacts on both caps were out of specification. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: two battery caps have been returned and evaluated by product analysis on 04/16/2013 with the following findings: a test pump was used to complete investigation. Both battery caps were able to fully tighten, but were difficult to remove from the pump. No reboots occurred during investigation. Investigation revealed that the contact height was out of specification for both returned caps.